Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced hydr cmpnt pump assy dc knf. All checks meet usage requirements. The fault repair was complete and the equipment was running normally.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Event site address-no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, cs100 intra-aortic balloon pump (iabp) had electrical test failure alarm code 50. There was no patient involvement and harm.